Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The reporting of this complaint was based on available information that indicated a malfunction that could lead to a hazardous situation. However, our investigation has revealed that this was not the case, and with the results at hand show that it should not have been reported. The anesthesia system was investigated by our field service engineer. Technical error was activated indicating communication error within the user interface. Replacing the display cpu and display connection pcb's resolved the issue. The true cause of the pcb failures has not been determined.

Event description:
It was reported that during patient treatment, there was a "blockage". No patient harm was reported. Manufacturer's reference number: (B)(4).